Event description:
It is reported that the pt received a synovial biopsy which revealed intensive mineralization.

Manufacturer narrative:
This report will be amended when our investigation is complete.